Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and mini cap." The date of how long the set was in use is unk. There was no pt injury or medical intervention reported.

Manufacturer narrative:
A sample has been requested for evaluation.